Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that, approximately one month prior, the lead began to show a gradual rise in shock impedance values, which recently reached out-of-range levels. Additionally, a similar gradual rise was observed in pacing impedance measurements within normal limits. Ts suspected calcification, as the lead has been implanted for over 20 years, and recommended to perform a commanded shock to evaluate whether lead replacement is necessary. No adverse patient effects were reported. This rv lead remains in service.